Event description:
It was reported that the patient experienced ineffective therapy and was unable to enter their device into MRI mode due to high impedances on two leads. It is unknown which leads were at fault. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.The allegation is against 2 of 4 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: Common Device Name: Kit Implantable Slim Tip Lead, 50cm, Model: MN10450-50A, UDI: (b)(4), Serial: (b)(6), Batch: 7646565, Location: (b)(6).Common Device Name: Kit Implantable Slim Tip Lead, 50cm, Model: MN10450-50A, UDI: (b)(4), Serial: (b)(6), Batch: 7528492, Location: (b)(6).